Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the rotation position of the main body was upside down. Since there was no abnormality at the time of product shipment inspection, it could be considered that it was caused by the handling of the user. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon was duplicated. It was also found that the camera body was rotated away from up mark. After rotating the camera body towards up mark, the image worked as normal. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a maintenance, endoscopic image of the camera head was upside down. There was no report of patient injury associated with the event.